Event description:
Pt dislocated shoulder four days after implantation. While surgeon was performing closed reduction, he thought that the humeral head dislodged off the stem. Revision surgery was done to replace the head.